Event description:
It was reported to MFR the catheter was ruptured while an embolic agent was infused by manual injection. Resistance was felt prior to the rupture. Pressure was not controlled by a manometer. Event did not cause any harm to the pt, who was reported in good condition after the procedure.